Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of bands failed to deploy. Investigation results: received one speedband device with velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found all the bands present with the third band caught under two other bands. It was also noted that the ligator head teeth were bent. The suture was broken and the trip wire was partially rolled in the handle and secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an esophageal varices ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to release. The procedure was completed with another speedband superview super 7¿ device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.